Event description:
It was reported that the vns patient underwent lead replacement surgery on (B)(6) 2014. Follow-up revealed that the patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance (dcdc ¿ 7). The explanted lead has not been returned to date. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The physician¿s nurse reported that high impedance was identified on system diagnostics test (dcdc 7). The device was disabled that day. It was reported that it was unlikely that there was any patient manipulation that may have contributed to the high impedance. No surgical intervention has occurred to date.

Event description:
Information was received that the patient had their device turned off in 2014 due to an impedance issue. The patient was noted to now have an increase in seizures . No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data; initial MDR inadvertently submitted estimated device explant date instead of ni. Explant date is now known.

Event description:
It was reported that the patient underwent a full revision. The patient's lead was replaced due to high impedance and the generator was replaced prophylactically. The explanted devices have been discarded by the facility and therefore the patient's explanted devices have not been received to date. No additional relevant information has been received to date.